Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc d9: date returned to mfg; 4/17/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could be confirmed. During cuff deflation, the cuff did not deflate while the pilot balloon was completely deflated. The probable cause is due to excess solvent applied at the inflation line-trach junction during manufacturing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when attempting to inflate the cuff, the pilot balloon became full, making it difficult to get air into the cuff. The event occurred before patient use during priming at the facility. There was no reported patient harm/adverse event.